Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# unknown, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient had a lead revision last monday ((B)(6) 2018), and wants to meet with their manufacturing representative (rep) "to make adjustments". The patient was asked what the revision was for, and the patient stated "we are trying to control my pain better" and said it has been this way since the implant on (B)(6) 2016 and they are trying to get her better pain relief. The patient said she has not had any falls or trauma. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on feb 05 2018. It was reported that patient/ therapy issue was the reason the patient had a lead revision. Lead migration was the cause of the patient not getting pain relief. Lead revision and placement of drg lead was the action and intervention taken to resolve the patient not getting pain relief. Patient not getting pain relief has been resolved. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Correction to adverse event or product problem of report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp). The hcp restated that the leads were revised and that the patient's pain had improved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on february 25th. It was reported the patient will be having surgery on (B)(6) to move the position of the implantable neurostimulator (ins). The patient reported that this will be "the 3rd time they had to move it", which she is referring to the initial implant as the "first time". It was clarified that the healthcare professional (hcp) had to move the ins once already, and this would be the second time. The patient indicated that the ins was moved that first time sometime last year (2018) because it was it was hurting, the patient was having pain around the area of the implant, and when she put the charging disc on, it takes her so long to charge. The patient almost got burning scars from it. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.